Event description:
It was reported that after an initial bunion surgery, all hardware was removed and replaced with non-tmc hardware during a revision surgery on (B)(6) 2026 due to nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed and replaced with non-tmc hardware during a revision surgery on (B)(6) 2026 due to nonunion. The surgeon indicated the nonunion is a result of the patient's vitamin d deficiency and poor bone quality. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the information provided, the most likely cause is the patient's vitamin d deficiency and poor bone quality. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc device explanted in the same revision surgery was reported in 3011623994-2026-00156.